Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support the patient developed bleeding at the impella access site despite applying manual pressure and femostop, hemostasis was unable to be obtained. On 5/18/2022 it was reported the impella site continued to bleed and four units of packed red blood cells (prbc¿s) were administered to the patient. The team was unable to obtain hemostasis, leading to the pump removal. The impella cp pump speed level was decreased to p2 for 30 minutes to determine if the patient¿s anatomy could tolerate removal. It was determined that the patient was hemodynamically stable, the impella was explanted at bedside and hemostasis was achieved.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.